Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecified battery alarm. There was no reported patient involvement.

Event description:
The customer reported an unspecified battery alarm. Further information was provided that the battery cannot be charged. There was no reported patient involvement.